Event description:
Holdvs 9/30 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) said "I have severe pain in my back and it says 80 percent for my implant and it just stays there and doesn't go down and its not working to charge the stimulator, its been happening for a month, and sometimes it takes 3 hours to charge and it stays at 90 percent". Technical services (ts) suspected that stimulation was turned off which would account for the pain and ins battery level going down. Ts had the pt get the controller out and connect to ins and they said its at 100 percent and it asked them to select a group. Pt doesn't know which group they should be on so they selected group b and it did say that stimulation is off. They said they know that stimulation was on and says it turns off by itself. Ts helped them turn stimulation on and they report that they feel stimulation. They said they have done this before and says stim is turning off by itself. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pe (B)(6) for the report of pt mentioned they had called (B)(6) before and sent them a replacement cord.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.